Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: c4-5, c5-6, and c6-7 anterior micro-discectomy, osteophytectomy, and foraminotomies. C4-5, c5-6, and c6-7 interbody arthrodesis. Interbody implant (peek) c4-5, c5-6, and c6-7. Anterior instrumentation c4 to c7. Use of bone morphogenic protein and intraoperative fluoroscopy. Pre-op <(>&<)> post-op diagnosis: cervical spondylosis at c4-5, c5-6, and c6-indications: the patient is a (B)(6) male who has severe cervical spondylosis at three disk levels, c4-5, c5-6, and 6-7, the patient attempted non-operative management without success. As per op notes: ".. Peek interbody implants measuring 5 mm were placed into the disk spaces at c4-5, c5-6, and 6-7. Bmp had been placed inside the implants. Anterior instrumentation was then performed under fluoroscopic guidance. Self-drilling screws were placed in the bodies of c4, 5, 6 and 7. They were tightened to appropriate tightness and the locking mechanism engaged for each screw.. No complications were reported.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.